Event description:
A nurse reported a system message code appeared during a case and could not be rebooted successfully. The system was switched out and the case was completed. There was no pt injury.

Manufacturer narrative:
A company service rep examined the system and confirmed the reported system message in the event log. The transducer was replaced. The system was then tested and met all product specs. A review of complaints and service requests for the last 24 months indicated no add'l, related reports for this system. (B)(4).